Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Lot number is unknown; therefore, manufacture date can not be confirmed. We are filing on behalf of the legal manufacturer coorstek. (B)(4).

Event description:
It was reported that the needle tip of the device broke off during use. It was not confirmed if the needle tip was removed from the patient.

Manufacturer narrative:
(B)(4). Alleged failure: tip broke. According to coorstek probable root cause: where the product was unavailable for return for evaluation, the exact root cause could not be determined, device history review shows no indications of a root cause associated with manufacturing. A possible root cause may be use in a manner other than indicated in the instructions for use included with the product. Lot number is unknown; therefore, manufacture date can not be confirmed. We are filing on behalf of the legal manufacturer coorstek. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the needle tip of the device broke off during use. It was not confirmed if the needle tip was removed from the patient.